Event description:
Related manufacturing reference number: (B)(4), related manufacturing reference number: (B)(4). It was reported, that the patient presented to the emergency room with dizziness. Interrogation of the pulse generator noted, that the right ventricular (rv) lead was oversensing noise. Resulted, in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. It was also reported, that six days after the rv lead replacement procedure, the patient presented to the hospital with dizziness. Interrogation of the pulse generator noted, that the new rv lead and the pulse generator exhibited intermittent ventricular capture. The pulse generator was explanted and replaced. The new rv lead was explanted and a new left bundle (lb) lead was implanted. The original capped rv lead was uncapped and connected to the new pulse generator. The patient was stable throughout both procedures.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.